Event description:
It was reported that during a surgery when the surgeon wanted to use the handle of the viewfinder, he did not succeed in unscrewing the knob. It was blocked, whereas usually, it was easily unscrewed. By forcing to succeed in unscrewing it, the knob ended up breaking. No part of the device broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with the same device. It was not necessary to switch the surgical technique or do a second surgery. Update avoe 27-jun-2022: it was confirmed that a part of the device broke off.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Complaint confirmed. Upon visual inspection, it was noted that the holes within the knob used to assemble the dowel, attaching the knob to the device were broken. The dowel was found to still be assembled to the lock pin. It was also noted that the knob shows signs of damage.